Manufacturer narrative:
UDI for gore® excluder® trunk-ipsilateral leg component rlt281416: (B)(4). The review of the manufacturing paperwork verified that the lot involved in this event met all pre-release specifications. The gore® excluder® trunk-ipsilateral leg component rlt281416 remains implanted into the patient. Therefore, an engineering evaluation of the device could not be performed. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2017, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. After having performed initial deployment of an rlt281416 gore® excluder® trunk-ipsilateral leg component, it was difficult to cannulate the contralateral gate as it had opened for only about 2 millimeters. The patient had not presented with anatomical issues that could have contributed to the incomplete deployment. Subsequently, the physician used a wire to manually open the gate which was successfully accomplished after about 15 minutes. The patient tolerated the procedure.